Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein on of the patients 2 leads were explanted to address the issue. Effective therapy restored post-op. It is unknown which lead was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's scs leads have high impedances on multiple contacts. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Section b3: event date is estimated.